Event description:
Bag #1 (dilaudid 50mg/50ml) hung at 20:29, ended approximately next day at 15:30. Bag #2 hung at 15:49 on second day, rate set at 2.3 ml/hr. Lock activated. Charge rn gave dilaudid 0.5 mg ivp at 21:05, noticing bag "near empty". Rn states the bag was empty with minimal volume in drip chamber. Charge rn notified primary rn who ordered a new bag from pharmacy. At approx. 22:00 the pump alarmed "air in line". Rn turned pump off until the new bag was delivered. Pharmacy called rn stating the bag should not be empty. It should last 21-22 hrs. Patient stable. Pharmacy dispensed new bag. After receiving, rn took tubing out of pump to clear air out of the line. Once removed, "lock deactivated". After 3 attempts to re-program lock (and entering wrong code), pump alarmed. It was then that the pump was changed and bag # 3 infused on new pump. Bag #3 charted on second day at 22:38. Old pump sent immediately to biomed.======================manufacturer response for infusion pump, infusomat space (per site reporter)======================the hospital has had multiple calls and on-site presence by b.braun representatatives to discuss the on-going concerns the hospital has and the company is unable to determine what is causing the problems we are having with the pumps.